Manufacturer narrative:
G4: 12may2020 b4: (B)(6)2020. The customer troubleshot with tech support and was advised to replaced the oxygen solenoid valve. When the customer was contacted, they stated that the device was undergoing testing to see if the solenoid valve really needed to be replaced. Additional attempts were made to contact the customer and obtain additional information confirming whether or not the oxygen solenoid valve had been replaced. The customer did not respond to these attempts, but there was an order for the parts, which suggests a possible replacement. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/14/2020.

Event description:
The customer reported that the device had machine pressure sensor autozero failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.